Manufacturer narrative:
Two samples from the patient were provided for investigation. Investigation of the samples determined that there was an interfering factor present in the samples which interferes with the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
The units of measure used for the tsh assay are miu/l. A new sample was collected from the patient and tested on (B)(6) 2015. The sample was tested on the cobas 8000 analyzer, resulting as 0.92 miu/l for tsh, 43 pmol/l for ft4, and 8.8 pmol/l for ft3. The sample was also sent to the third site for testing on the architect analyzer on (B)(6) 2015, resulting as 77 nmol/l for t4, 15 pmol/l for ft4, 1.6 nmol/l for t3, and 4.2 pmol/l for ft3. No adverse events were alleged to have occurred.

Manufacturer narrative:
The date received by the manufacturer is 10/01/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received high results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). The sample in question was tested on (B)(6) 2015. The results from a cobas 8000 "e" analyzer were higher when compared to results from an architect analyzer. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. Initially, a sample from the patient was tested on (B)(6) 2015 on an e module analyzer, resulting as 4.0 pmol/l for ft3 and 15 pmol/l for ft4. A second sample from the patient was tested on (B)(6) 2015 on the cobas 8000 "e" analyzer at the customer site, resulting as 11.8 pmol/l for ft3 and 49 pmol/l for ft4. These results were said to be elevated. A third sample from the patient was tested on (B)(6) 2015 at a second site on an e module analyzer, resulting as 12.1 pmol/l for ft3 and 46 pmol/l for ft4. A fourth sample from the patient was tested on (B)(6) 2015 on the customer's cobas 8000 "e" analyzer, resulting as 11.4 pmol/l for ft3 and 46 pmol/l for ft4. These results were said to be elevated. A fifth sample from the patient was tested on (B)(6) 2015 on the customer's cobas 8000 "e" analyzer, resulting as 10.3 pmol/l for ft3 and 56 pmol/l for ft4. A sixth sample from the patient was tested on (B)(6) 2015 on a delfia analyzer at a third site, resulting as 5.1 pmol/l for ft3 and 15.4 pmol/l for ft4. Since the results from the sixth sample appeared to be different than what previous samples recovered, the next sample was checked using two different methods. This seventh sample from the patient was tested on (B)(6) 2015 on the customer's cobas 8000 "e" analyzer, resulting as 11.0 pmol/l for ft3 and 56 pmol/l for ft4. A second tube from the same sample collection was also tested on an architect analyzer at the third site, resulting as 3.8 pmol/l for ft3 and 15 pmol/l for ft4. The patient was not adversely affected. The customer's cobas 8000 core unit serial number was (B)(4). It was asked, but it is not known what the serial number was for the associated cobas 8000 "e" analyzer.